Manufacturer narrative:
The customer was sent a replacement pump in style. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported on (B)(6) 2016 low suction with her pump in style advanced breast pump. She reported that due to the low suction on her pump she developed mastitis and clogged ducts and she was on a course of antibiotics for 10 days. She has now completed the antibiotics and her mastitis has improved.